Manufacturer narrative:
Reported event: an event regarding a failed tha registration involving rio® tha software application catalog 205634 was reported. Method & results: device history review: not performed as the reported device is software. Rio serial number not reported. Complaint history: based on the device identification (pn 205634) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed tha registration. There was only 2 other reported event (actions 2039 and 753). Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. Session files were not provided for evaluation.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, bone registration failed due to incorrect segmentation. The case was successfully completed using manual instruments and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, bone registration failed due to incorrect segmentation. The case was successfully completed using manual instruments and there was no harm to the patient.